Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient "visited the hospital" for peritonitis; however, it was not reported if the patient was admitted. Treatment and patient outcome are unknown. Action taken with pd therapy was unknown. No additional information is available.